Event description:
It was reported that, before an unspecified knee surgery, the camera was not getting connected. As consequence, the case was aborted and the surgery proceeded with manual instruments. The patient outcome is unknown.

Manufacturer narrative:
H3, h6: the device, intended to use in treatment, was returned for evaluation. A relationship between the reported event and the device was established as the reported problem was confirmed. A complaint history review found similar report, this issue will continue to be monitored. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. The surgical user's manual released at the time of the complaint provides instructions in the " troubleshooting information¿ section: "camera does not start. -verify that the power cord is connected securely to both the system cart and the power outlet." Accordingly, product labeling has been ruled out as a cause of the complaint. The performed clinical / medical investigation indicates: " without supporting clinical/medical documents, a thorough investigation cannot be performed." During functional evaluation, the reported complaint was confirmed. The camera was connected to a navio system and all three lights were illuminated (2 green & 1 yellow). Review of the camera log found that there were issues with the camera firmware. The root cause was established to be supplier / raw material fault.